Event description:
It was reported that this lead caused a perforation to the patients heart, so the patient was admitted to the hospital, with the perforation confirmed by CT scan. When attempting to remove the lead, the helix would not retract but it was successfully removed by using a stylet. Echocardiography was used to the absence of pericardial fluid. A new device was implanted. No additional patient effects were reported. The device is not expected to return for analysis.